Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported battery problem. There was no patient involvement. The support service provided the contact group to make the inquiry to the client as the part he wanted to order is a consumable and accessory.